Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values outside of the threshold range. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a seizure and a loss of consciousness, was awakened by a woman, and had contact with a healthcare professional who administered intravenous glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a seizure and a loss of consciousness, was awakened by a woman, and had contact with a healthcare professional who administered intravenous glucose as treatment. There was no report of death or permanent injury associated with this event.